Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it's needed to wait the vacuum to completely finish the aspiration before removing the tube from the holder. The vacuum on smaller volume tubes is lower, and that's why the blood draw is slower when in comparison with bigger volume tubes.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it's needed to wait the vacuum to completely finish the aspiration before removing the tube from holder. The vacuum on smaller volume tubes is lower, and that's why the blood draw is slower when in comparison with bigger volume tubes.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.